Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# j0177999r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
The patient experienced more spasms in the left leg compared to the right leg. The patient uses a cane most of the time. A healthcare professional (hcp) later reported that the patient experienced increased spasticity, though not consistently. The pump had been stalling more frequently since (B)(6) 2014. The logs revealed the following: a normal stall with recovery due to MRI on (B)(6); a nine minute stall with recovery on (B)(6); a nineteen minute stall with recovery on (B)(6); a five minute stall with recovery on (B)(6); a fifteen minute stall with recovery on (B)(6); a five minute stall with recovery on (B)(6); a thirty-five minute stall with recovery on (B)(6); a nine minute stall with recovery on (B)(6); a nineteen minute stall with recovery on (B)(6); and a seven minute stall with recovery on (B)(6). They initially thought the stalls were related to a magnet, but they did not occur at the correct times. There was reportedly no rhyme or reason to the stalls. The patient¿s pump contained lioresal between (B)(6) 2014. The pump contained gablofen. The log notes indicated the pump contained lioresal as early as (B)(6) 2014. The patient recovered without permanent impairment.